Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.